Event description:
It was reported that the customer received multiple occlusion alarms. The customer was hospitalized for treatment of elevated blood glucose level (593 mg/dl). The customer was treated with intravenous insulin and fluids. During troubleshooting with tandem technical support, customer indicated that settings from an old pump had been transferred to the t:slim. Reportedly, customer had made no adjustments to the pump settings in the past two years.

Manufacturer narrative:
Follow up 03/20/2015: reportedly, the customer is using manual injections for diabetes management. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.